Manufacturer narrative:
The reported event that the tip was broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage.

Event description:
It was reported that the tip of the device broke off during testing conducted at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the tip of the device broke off during testing conducted at the user facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.